Event description:
Customer received result of 9.8 mmol/l on mobile system 1, and result of 4.3 mmol/l on mobile system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278191, expiration date 03/31/2014). Reference medwatch report with (B)(6) for the suspect device used in system 2.